Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The complaint reported that the screw portion of the abutment had fractured off. The product was returned and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (1207968) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot (1207968) and no similar event or complaint was identified. Functional testing could not be performed since the device was fractured. Therefore, the reported event couldn't be recreated. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the potential cause for the reported event is incorrect engagement of abutment screw to implant and/or occlusal loading. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw portion of a healing abutment at tooth #30 has fractured off. Delay was 30 min to complete scheduled procedure.